Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by sales rep that there was a fracture of distal stem.

Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular stem was reported. The event was confirmed. Device evaluation and results: the distal stem component was fractured approximately 3.9 inches from the distal tip. The lateral surface of the fractured distal stem is indicating the approximate location of the fracture origin. The fracture originated at or near the laser marked size indicator oriented on the lateral surface of the construct. Based on macroscopic features observed, the approximate direction of fracture was identified; the crack generally propagated medially from the laser marking. A significant portion of the distal fracture surface was damaged by post-fracture abrasion. The material analysis report concluded that typical fatigue striations were observed on the fracture surface, indicating a fatigue fracture mechanism. Final fracture occurred in ductile overload. The distal stem component fractured in fatigue, initiating at or near the laser marking located on the lateral stem surface. The dark discolorations observed are likely adhered biological matter. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the root cause of the event was determined to be that the distal stem component fractured in fatigue due to ductile overload. There is no evidence that the event was manufacturing related. Further information such as operative reports, patient history & follow-up notes are needed to investigate this event further.

Event description:
It was reported by sales rep, that there was a fracture of distal stem.